Event description:
It was reported that the arctic sun device has been having lots of issues and would like an assessment. Per wo notes, the device was having issues with the control panel and with heating and cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The control panel functions to specification. Alarm 40 seen in patient data (unable to maintain water temperature / device was not heating to 37 degrees c in manual mode). Per review of patient data, the alarm 40 as seen in patient data was determined to be caused by an overfill condition leading to intermixing between the cooling tank and main tank. The alarm 40 was no longer seen in succeeding files. The reported cooling issue was not duplicated and the device passed functional testing. Upgrades included applying a shock sensor to the lower bracket and loctite to call casters. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been having lots of issues and would like an assessment. Per wo notes, the device was having issues with the control panel and with heating and cooling.